Event description:
It was reported that the patient had intentionally disconnected the transfer set from the catheter and drained out directly from their catheter this occurred during drain three of four of peritoneal dialysis therapy while the patient was connected. The patient re-connected afterwards. The technical services representative reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report where the customer disconnected and reconnected improperly. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.